Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was believed that the ipg might have been damaged during a recent revision. It was unknown if electrocautery was used during that revision. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician believed that no device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was believed that the ipg might have been damaged during a recent revision. It was unknown if electrocautery was used during that revision. The patient will undergo an ipg revision.